Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery and safety disk were faulty during preuse check. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The complaint record is downgraded based on the follow-up information. The parent complaint is no longer reportable, and can be cancelled out as the fst indicated the safety disk and the battery were both due for replacement. No additional reports will be sent for this mfg report number 2249723-2024-0005243.